Event description:
According to the reporter during the laparoscopic gastrectomy, when being applied on the stomach, 4 units out of the 7 shipping wedge of the reloads broke and fell into the patient cavity. It was unknown whether everything was removed or retained inside the body cavity.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k0915), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p3f0513), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k1223), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k1223), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4c0807), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4c0807). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. The sutures were cut properly. There was damage on the shipping wedge. For functional testing, the reload was loaded into a medtronic representative handle. The interlock was overridden and the reload was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge of the reload broke and fell into the patient cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit was clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.